Event description:
Per the clinic, the patient developed an infection at the implant incision site, with the draining of pus at the top and the bottom of the surgical sutures on (B)(6) 2025. The patient was treated with antibiotics (specific type, date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.